Event description:
Information was received indicating that, during the use of a smiths medical cadd legacy pump for infusion of a life sustaining medication, beeping/alarming for tubing related issues was noted. Subsequently, the patient used a backup pump. No patient injury was reported. No adverse effects were reported.